Event description:
It was reported that something migrated. The pump was used to infuse clonidine, bupivacaine and morphine. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID neu_refillneedle, product type: accessory. (B)(4).